Event description:
It was also noted that the device had a significant drop in battery voltage in one year's time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator early. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. The device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.